Event description:
It was reported that a posterior capsular rent with some vitreous loss occurred during the cataract procedure. Approximately 7 weeks post implant the lens was explanted due to vitreous strand. The lens was exchanged with another model lens. The surgeon indicated that the most likely cause of the event was rent in the posterior capsule. The patient's current status was reported as "good". This report refers the patient's left eye. Additional information has been requested, but has not been received. Reference MDR# 1313525-2015-01172 for the delivery device that was used during the original surgery.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.